Event description:
It was reported through a scientific article that a rare pulse generator malfunction resulted in continuous high-intensity vns for 4 hours and caused permanent paralysis of the vocal cord in one patient. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Article citation:ansari, s., k. Chaudhri, and al moutuery. "Vagus nerve stimulation: indications and limitations." 97.2 (2007): 281-86. Print.